Event description:
Healthcare care professional reported right side ruptured. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Device has been explanted and replaced

Event description:
Healthcare care professional reported right side ruptured. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed openings during analysis. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/02/2024.

Event description:
Healthcare professional reported right side ruptured. Device has been explanted.